Event description:
It was reported that post-paced t-wave oversensing was observed on the device. Device reprogramming is anticipated to be performed; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.